Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2010, a medical office and the patient contacted animas and reported elevated blood glucose (bg) levels. The medical office initially contacted animas. The pt indicated that on (B)(6) 2010, his bg levels steadily rose. The patient reportedly did not follow hcp protocol and corrected via syringe. The pt was reportedly transported by emt's to an emergency room (ER). The patient's bg was tested on an unidentified device and an unspecified result of "over 800 mg/dl" was obtained. The patient denied having a diagnosis of dka or illness. The patient was reportedly removed from the pump and placed on an insulin drip. The patient was discharged on (B)(6) 2010. The patient resumed pump therapy on an unk date/time and changed the insulin vial, cartridge, and infusion set. The pt indicated that he changes the cartridge and infusion set every 3 days. He rotates skin sites. The patient denied having scar tissue or an illness. A review of the pump's alarm history revealed multiple auto-off alarms during the hospitalization. The pt was reportedly not attached to the pump. The tdd revealed that basal and bolus insulin were delivered in full for the previous 4 days. Through troubleshooting, the animas rep was unable to find a mechanical issue with the pump. Based on the info provided, this complaint is being reported due to the following conclusion: the patient was treated with an insulin drip in an ER for a blood glucose level exceeding 500 mg/dl.